Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bacterial vaginosis ("I had bv several times when I had essure"), tooth loss ("top tooth that crumbled away") and gingival disorder ("I have gum issues"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, bacterial vaginosis, tooth loss and gingival disorder outcome was unknown. The reporter considered bacterial vaginosis, gingival disorder, medical device removal and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new events added: I have gum issues, top tooth that crumbled away and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bacterial vaginosis ("I had bv several times when I had essure"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal and bacterial vaginosis outcome was unknown. The reporter considered bacterial vaginosis and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media content received : case became incident. Event "complication associated with device" was replaced with events "medical device removal, bacterial vaginosis". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.